Manufacturer narrative:
Follow up report: updated: b4, b5, d2, e1, g1, g3, g6, h1, h2, h6. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. Medical records were not provided. Insufficient information provided. Unable to perform a compatibility check. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D6a:between jul 1,2011 to may 31, 2019. Therapy date: unknown. G2: foreign report source: france. Report source study: journal article zampieri, a., putman, s., erivan, r., behal, h., migaud, h., pasquier, g., dartus, j. (2025). Management of bone loss in revision total knee arthroplasty with tantalum cones: primary aseptic revision versus multiple revisions. The knee, volume 56, 467 - 478 http://10.1016/j.knee.2025.06.016. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that three patients experienced aseptic loosening and required re-revision. Follow-up was conducted at 1 month, 3 months, 6 months, 1 year, 2 years then every 2 years with a mean length of follow-up for 73.1 months (12-143). Attempts have been made and no further information has been provided.